Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced low heart rates at home. It was also noted that an atrial lead position check failure occurred with the right atrial (ra) lead and ra lead capture could not be confirmed on presenting electrograms (egm). The ra lead remains in use. No further patient complications have been reported as a result of this event.